Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. After device download, normal device function was restored. The firmware upgrade was not re-attempted. The patient was stable during the device interrogation.